Manufacturer narrative:
Customer returned insulin pump for an alleged pump error 3, 54, and 130 alarms and unable to rewind the pump found on (B)(6) 2021. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Rewind functioned properly during testing. Successfully downloaded the trace and history files using thus. No pump error 3 alarm, pump error 54 alarm, or pump error 130 alarm noted during testing however, there is one (1) pump error 3 alarm on (B)(6) 2021 at 00:00, one (1) pump error 54 alarm on (B)(6) 2021 at 00:00, and one (1) pump error 130 alarm on (B)(6) 2021 at 21:18 found in the downloaded history files. Intermittent pump error 130 alarm is due to the insulin pump being close to a strong magnetic field. Pump error 3 and pump error 54 alarms are due to a software error. The insulin pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted and the motor flex cable on j5/pcb 1 was locked properly. The motor was tested outside of the insulin pump on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 3, 54, and 130 alarms are confirmed. No pump error 130 alarm during testing however, is found in the history files. Pump error 3 and pump error 54 alarms are due to a software error. Rewind anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was not able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.